Event description:
It was reported that, during a clinic visit, a right ventricular automatic threshold (rvat) test was performed. Loss of capture and noisy signals on the non-boston scientific right ventricular (rv) lead were determined. Which was suspected to be caused by electromagnetic interference (emi). Additionally, high capture thresholds and high impedance measurements were also noted. The therapy was turned off and further evaluation was recommended. A revision procedure was performed and the device was explanted, while the rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.